Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. One encor probe lot sample was returned for evaluation. The investigation is inconclusive as the original sample was not returned for evaluation. However, the returned lot sample functioned properly under laboratory conditions. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current instruction for use (IFU) for the encor probes provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, there was no vacuum or rinsing fluid present and the physician could not obtain samples. The physician attempted with two separate probes and was unsuccessful. The biopsy was rescheduled. There was no reported patient injury.